Event description:
It was reported that during a gastro-intestinal (gi) stenting procedure, deployment difficulties and stent damage occurred. The lesion was reported as "biliary". The endoscopic covered biliary 8fr 10mm x 80mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent, the stent only partially deployed. The stent remained on the sds while the physician re-positioned the device. Following re-positioning, it was noted that the distal portion of the stent had "changed shape". The stent was removed and the procedure was completed with an unspecified stent. No pt injuries or complications were reported. The pt's status is reported as "good".